Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an atypical resection of a thoracic surgery, the device did not fire. The handle does not work and was unable to be squeezed after pressing the green button. Reloads from another lot were used to complete the procedure. There was no patient injury.